Manufacturer narrative:
Device passed the displacement test. Device received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the top portion of the reservoir compartment and reservoir lip ring was broken. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated reservoir was unable to lock in place when inserted into insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.